Event description:
It was reported per field service report: pump was on pt. Symptom - check intra-aortic balloon pump for drain failure alarm. Findings/actions taken: could not duplicate. Ran system for 1 hour and checked for proper drain routine. Passed functional check. Additional info received on 05/12/2010 from the field service rep stated that "the pump was on a pt when it alarmed. The pump was switched out with another pump (autocat). There were no pt complications.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.